Manufacturer narrative:
Initially, it was reported that valve model 3300tfx27 was explanted at implant because small black dots were observed on the surface of the leaflets. After fixing the valve into the patient's annulus and removing the holder, black particulates were noted on the valve leaflets. These particles could not be rinsed off. The valve was explanted and a non-edwards device was implanted as a replacement. Reportedly, the event did not cause any injury to the patient. However, through product evaluation, it was demonstrated that the observed stains or dots had the closest spectral match to materials referenced in the ftir library as dobry and zein. There are no dobry- or zein-based materials used at any stage of the valve manufacturing process, from valve assembly through valve finishing. The valve was implanted, at which time the stains were observed, and the valve was immediately explanted without incident. The valve had undergone standard preparation and rinsing per the instructions for use prior to implantation, and no abnormalities were observed during removal from the storage jar or during the rinsing process. In accordance with the instructions for use and training manuals, bioprosthetic valves stored in glutaraldehyde are extensively rinsed prior to implantation to remove any loose residual material. Product evaluation confirmed that the reported findings were stains on the surface of the valve, with no evidence of loose, mobile, or detachable particulate material. There was no evidence to indicate that the sterility of the valve was compromised prior to use. Due to the embedded and immobile nature of the stains, there is no reasonable potential for material detachment, embolization, or patient exposure, despite the brief implantation. Based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
H11. Additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from china that a valve model 3300tfx27 was explanted at implant because small black dots were observed on the surface of the leaflets. As reported, no abnormality was observed on the valve after taking it off the jar and during rinsing. Rinsing was done with clean container and new saline. However, after fixing the valve into the patient's annulus and removing the holder, they noted the black particulates on valve's leaflets. This particles could not be rinsed off. Per surgeon's response, there was no problem with handle, and the issue is possibly localized on leaflet (oxidized/degenerated). The valve was explanted and a non-edwards device was implanted in replacement. Reportedly, the event did not cause any injury to the patient.